Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of swelling, "blown up," and "skin appears to have changed texture and does not look as soft as it used to" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: contra-indications ¿ do not inject juvéderm® voluma¿ with lidocaine in the periorbital area (eyelid, under-eye area, crow¿s feet), in the glabellar region or in the lips. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Method of use-posology ¿ prior to treatment, medical practitioners shall inform their patients about the product¿s indications, contra-indications, incompatibilities and potential undesirable effects/risks associated with dermal fillers injection and ensure that patients are aware of signs and symptoms of potential complications. ¿ do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema.

Event description:
Patient reported being injected with 1ml of unspecified juvéderm® voluma¿ in the tear troughs. Patient's face swelled and has "blown up". Patient indicated they "did not expect the product to add volume, it is not the product [they] wanted". It has "decreased a bit in volume since the injection." Symptoms are ongoing; patient's face is less swollen and skin appears to have changed texture and does not look as soft as it used to be.